Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities in the product's functionality, so the definitive cause of the reported problem could not be determined. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event may have been caused by air getting due to air remaining in the hemostasis valve or the tube before using the product, or due to the influence of such as the connection condition of the device connected to the side port, but the detailed cause could not be identified.

Event description:
Air could not be released from the product after connecting to the guiding catheter.